Event description:
It was reported the sensor was inserted once when the customer's blood glucose was high and the device alarmed sensor error. Customer's blood glucose was 200 mg/dl when inserted and 400 mg/dl. Customer was unable to calibrate the sensor because of high readings. Customer's mother stated the infusion set might not have been a brand new set. Customer's mother declined troubleshooting the insulin pump. Customer's mother was advised how to properly insert the sensor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.